Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a mitral valve replacement procedure involving a fusion cardiotomy venous reservoir (cvr), in which the patient, underwent venous cannulation in the right atrium and arterial line placement in the ascending aorta, that during perfusion, the vacuum did not work, preventing venous drainage. Despite checking the hospital vacuum, vacuum line, vacuum equipment, and assisted venous drainage, the cvr continued without vacuum. The system ports were verified to be properly closed. Consequently, the perfusion machine reservoir was lowered to operate by gravity, and the surgeon had to climb onto an elevator to operate at a higher level. The heart's vacuum was never optimal during surgery, but the procedure was completed without complications. No patient complications have been reported as a result of this event. There were two lots of fusion cvrs used in the manufacture of this custom pack, 230022374 and 230123633. Medtronic received additional information that there was a flow issue observed in the cvr.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence that the cvr lid was not completely installed, one of the lid catches was not fully engaged allowing a gap in the lid to jar seal. The device was filled with approximately 1000 ml of di water and all the ports were sealed. A vacuum of -150 mmhg was applied and there was no vacuum detected on the device. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.